Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the transfer set's tubing and twist clamp. This occurred during peritoneal dialysis therapy and after the transfer set was used for 18 days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with naked eye noted the occluder feet on the main body were broken. The reported condition was verified as the broken occluder feet would cause the separation condition. The cause of the broken occluder feet could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.